Event description:
It was reported that myopotential oversensing was observed via review of stored electrograms. The device was reprogrammed. There were no patient consequences and monitoring will continue with routine follow-up.